Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the conquest products that are cleared in the us. The pro code and 510 k number for the conquest products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest pta dilatation catheter was returned for evaluation. During visual evaluation, the sample appeared to have blood residue throughout. No kinks were noted to the catheter shaft and no anomalies to the luers, bifurcate or glue fillets. During functional testing, an in-house presto inflation device was used to inflate the balloon. Water was noted leaking from the balloon in multiple areas. The balloon fibers were stripped and under microscopic examination, a pinhole rupture was noted to the balloon. No other functional testing was performed. Therefore, the investigation is confirmed for the reported material deformation and inflation problem as the pinhole rupture would cause the balloon to not remain inflated on the end of the rupture. The investigation is confirmed for the identified pinhole rupture as a pinhole rupture was noted to the balloon under microscopic examination. A definitive root cause for the reported material deformation, inflation problem and identified pinhole rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2024), g3, h6 (method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure in the subclavian artery, the pta balloon allegedly inflated in abnormal shape under 20 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the conquest products that are cleared in the us. The pro code and 510 k number for the conquest products are identified in common device name and date rec'd by MFR. (Expiry date: 07/2024).

Event description:
It was reported that during an angioplasty procedure in the subclavian artery, the pta balloon allegedly inflated in abnormal shape under 20 atm. The procedure was completed using another device. There was no reported patient injury.